Manufacturer narrative:
The result of 163 pmol/l was from the same sample. The alleged sample had unknown particles/fibrin in it. A general reagent issue was excluded. The investigation determined the issue to be consistent with a pre-analytical handling issue.

Manufacturer narrative:
The field service representative replaced the sample and pre-wash blocks, gear pump pressure gauge, degasser tank, sample and reagent needles, pre-wash needles, and mixer tray. He adjusted the sample, reagent, and pre-wash needles. He performed checks and adjustments. A review of the sample foam detection images showed sample quality issues, including insufficiently clotted serum sample tubes. The investigation determined the issue to be consistent with a pre-analytical handling issue.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. Several patient samples with questionable elecsys estradiol iii results were alleged. Examples for four of the additional patient samples with questionable elecsys estradiol iii results: patient 2: on (B)(6) 2024 the initial result was 226 pmol/l and on (B)(6) 2024 the repeated result was 163 pmol/l. Patient 3: on (B)(6) 2024 the initial result was 370 pmol/l and on (B)(6) 2024 the repeated result was 275 pmol/l. Patient 4: on (B)(6) 2024 the initial result was 1147 pmol/l and on (B)(6) 2024 the repeated result was 854 pmol/l. Patient 5: on (B)(6) 2024 the initial result was 18 pmol/l. The repeated results were 18 pmol/l, 68 pmol/l, and 162 pmol/l. The field service representative replaced the manometer, the gear pump head, the pinch valves, the pre-wash needle, and cleaned the transport clamps. He performed adjustments and checks. He found contamination in the main water circuit and cleaned the pump head and filters. He decontaminated the water circuit. He cleaned the pre-wash rinse well circuits and tanks. He conditioned the measurement cells and performed checks and tests. The investigation determined the issue was caused by contamination of the main water flow path.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 924 pmol/l. On (B)(6) 2024 the repeated results were 140 pmol/l and 134 pmol/l. A result of 163 pmol/l was also alleged. It is unknown if this result is from the same sample. The initial result was reported outside the laboratory. The sample was repeated at the request of the patient's doctor.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.